Manufacturer narrative:
The three (3) devices were received for evaluation. Visual inspection revealed that the bladders of all three devices were ruptured. Microscopic inspection was performed to identify any issues that could have caused the ruptures. No signs of abnormality were observed. The reported condition was verified for the three returned products. The cause of the condition was not determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladders of three (3) small volume intermates ruptured during filling with normal saline. There was no patient involvement. No additional information is available.